Event description:
A pt with pre-term labor was to receive magnesium sulfate per the infusion pump. When the pump indicated that 300+ cc had infused, the IV bag appeared full. The pt's mg level remained low. The pt delivered after the incident was discovered it was reported that the mother and baby were "fine". It was commented that the reporter had concerns with the pump not sensing upstream occlusions.